Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram and the eeprom were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.